Event description:
It was reported that a small volume folfusor leaked from the ¿patient receptacle.¿ this occurred during or after filling with fluoruracil and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The lot was manufactured on june 3, 2014 to june 4, 2014. Evaluation summary: the device was received for evaluation. The device was received with fluid in the overpouch. Visual inspection of the unit revealed that the leak was due to an untightened blue winged luer cap. Functional leak testing was performed by filling the device with water and monitoring for a leak. The next day, there were no signs of a leak from the device. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.